Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02000 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the first clip deployed from the delivery catheter; however, one side of the prongs remained open. The second clip also deployed from its delivery catheter but would not close, and a net device was then used to retrieve it from inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.